Manufacturer narrative:
Device received with a critical pump error (open book error) and pump error 35 found in the formatted history file due to corroded electronic assembly. The motor and battery tube assemblies found with traces of corrosion per visual inspection. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had alarmed a pump error and they could not clear it. The customer's blood glucose level was 130 mg/dl. Troubleshooting was performed but the alarm would not clear. The customer was unable to rewind the insulin pump. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.